Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited noise oversensing. The patient did not receive inappropriate high voltage therapy because of the oversensing. No intervention was performed. The patient was stable and would be continued to be monitored.